Event description:
Affiliate reported that the patient experienced severe headache due to ic hypotention. As a result the patient was re-operated on.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was received with a tear in the silicone housing exposing the valve mechanism, which was no longer inside the housing. Although it is not possible to determine how the device became torn, it might be possible that the device came in contact with the edge of a sharp instrument during the implant or explant of the device. This however could not be confirmed. During further investigation of the device it was also noted that due to the condition of the device it could not be tested for flow, pressure or programming. Biological debris was seen throughout the device, which may have contributed to the root cause. A review of the device history records confirmed that this device conformed to the required specification prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.